Event description:
It was reported that during an unk procedure, the liberte bms stent dislodged from the delivery system. A quantum maverick balloon was used to pre-dilate the calcified lesion. Using a radial approach, the physician advanced the stent delivery system (sds) to the right coronary artery (rca). While attempting to cross the lesion, the guide catheter moved causing a loss of position. The physician pulled the guide wire and sds back towards the guide catheter, but the stent became caught in the lesion and moved on the balloon. The physician then pulled the sds into the sheath and the stent was dislodged. The physician was able to retrieve the stent with a snare device. There were no reported patient complications. Patient status listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.